Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative ran the unit and could not duplicate problem. Unit needed a 12 k pm and also 7 year pm. Replaced all parts in pm kit. Performed preventative maintenance (pm) service, uvt, and ovp according to manufacturer specifications. No parts were returned for evaluation.

Event description:
The customer reported the driver stopped twice on the patient. No other information provided. The patient was moved to another unit. The unit alarmed appropriately. The unit has 11,485.2 hrs and is a 2005 unit and the power module is overdue. No history that details that the driver was ever replaced. The unit is overdue for the 7yr pm and the carefusion technical support rep recommended completing the 12k preventative maintenance, it is close to 12k hrs.